Manufacturer narrative:
One oximeter was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device underwent functional testing and confirmed the reported customer complaint. The monitor was noted to reboot and pump was shorted out; was replaced and now monitor powers up as intended. The cause of issue was determined to be user interface as a result of impact from a drop; no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical sleep capnograph will not power on. No patient adverse events reported.